Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device not received by manufacturer. B3: unknown.

Event description:
It was reported that during preventative maintenance testing the device failed as the volume was over the maximum limit. No patient invovlvement.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. D9: 6-dec-2024. H3 and h6 - evaluation codes: updated. Device evaluation: one, used device without its original packaging was received decontaminated. The tamper seal was removed. Visual inspection noted a contaminated battery compartment, scratched lcd lens, and a worn dso seal. Functional testing duplicated the reported problem. The complaint was confirmed. Most probable root cause is fluid contamination in battery compartment. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Battery compartment replaced and preventative maintenance performed. Repaired the worn dso seal, scratched lcd lens, damaged battery door, damaged battery compartment, keypad, overlay, and rear label were replaced.